Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
While brushing the head fell off in mouth. Thought it was tooth, left side rear of my mouth. Toothbrush was startling in mouth - oral-b [device breakage]. Case narrative: consumer¿s e-mail stated that he had 4 different oral-b toothbrushes, 2 of them weren¿t working and the refill head fell off in his mouth with one toothbrush. No injury was reported.

Event description:
While brushing the head fell off in mouth... Thought it was tooth... Left side rear of my mouth...toothbrush was startling in mouth - oral-b [device breakage]. Product counterfeit - oral-b [product counterfeit]. Case narrative: consumer¿s e-mail stated that he had 4 different oral-b toothbrushes, 2 of them weren¿t working and the refill head fell off in his mouth with one toothbrush. No injury was reported. 04-aug-2025 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.

Manufacturer narrative:
04-aug-2025 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.